Event description:
The device was used for app. 5 hrs on oxygenator support when yellow foam was noted exiting the oxygenator. The unit was changed out and no pt compromise was noted. Oxygenator support is an off-labeled used of the device.